Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral lumbar films preop with severe degenerative collapse, scoliosis apes left at l1, and degenerative spondylolisthesis at l4/5. Initial surgical treatment is a l1 to s1 fusion with interbody device at l4 and posterolateral fusion the length of the rods. Subsequent films show lysis about the l1 screws wit hsome movement on flexion view at this location. Lysis around the s1 screws reported cannot be verified. No interbody support is noted at any level except l4. The reason for this is not apparent. Failure of this construct again appears to revolve around surgical planning as this osteoporotic patient again has a long lumbar construct that stops at the thoracolumbar junction.